Event description:
Cgm accuracy it was indicated that the patient was critically ill while using the device, which is misuse of the device. The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).